Event description:
A report was received that a patient had their precision system explanted due to pain at the pocket site while charging. The physician determined that the patient had developed reflex sympathetic dystrophy (rsd) at the pocket site and chose to explant the entire system. The patient is reportedly doing well after explant surgery.

Manufacturer narrative:
The explanted medical devices will not be returned to bsn for evaluation, since they were discarded by the medical facility.